Manufacturer narrative:
(B)(4). Age at time of event: the facility reporter indicated the patient was (B)(6). Evaluation summary: evaluation of the returned device found one wing detached from the distal retaining ring which remained securely attached within the locator, and three bent wings. The safety release button was dislocated and not considered a failure mode of the device because the safety release was used to attempt retracting the locator wings to remove the device. Although, the device was successfully removed via utilizing the access ports. Based on our investigation, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during removal. No manufacturing or quality issue was detected. The device instructions for use (IFU), under the closure procedure section, states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. The report received indicates the device user did not perform a femoral angiogram, per the device IFU. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Vessel closure followed an interventional procedure.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove from the anatomy. The safety features were used successfully removing the device from the patient's anatomy. Hemostasis was achieved with the clip device. There was no adverse patient effect. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.